Event description:
Approximately six months post-implant, the vagus nerve stimulator's output current was increased to 2.0 ma. Subsequently, the pt began experiencing pre-syncope, and four days following the output adjustment, the pt had a syncopal episode. The pt was uncertain whether or not the episodes were concurrent with the device's stimulation. The stimulator's output current decreased to 1.75 ma; however the pt's symptoms continued. The device was then turned off, and the pt had no further pre-syncopal or syncopal episodes. Four months after the device was turned off, it was explanted.